Event description:
It was reported, patient states she has difficulty walking. Patient falls quite often which results in pain. At some point during the week of (B)(6) 2012, the patient is scheduled to get blood work and an MRI done. Patient also states that she is not in pain when she is sitting.

Manufacturer narrative:
At this time, the patient was unable to identify the devices implanted but believes them to be either rejuvenate or abg ii. Additional information has been requested and if received, will be provided in a supplemental report.